Event description:
A pt was on the imaging table being prepared for an interventional procedure. There was a system disabled message "501/243 license expired". There was no longer any fluoroscopy function. The siemens service engineer reinstalled the "pulsed fluoroscopy" license. The siemens service engineer did not leave a service work order and stated hosp would have to wait until he returned from vacation to get a copy.